Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple episodes of device expulsion ('CT showed findings of essure devices within the uterus', 'essure device weren't in the fallopian tube/ they were identified in the isthmic side of uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced the first episode of device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding / abnormal bleeding"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), the second episode of device expulsion ("CT showed findings of essure devices within the uterus"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), menstruation irregular ("irregular periods"), dysmenorrhoea ("painful periods") and female sexual dysfunction ("sexual difficulty"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine haemorrhage, abdominal pain and dyspareunia had not resolved and the pelvic pain, menorrhagia, the last episode of device expulsion, fatigue, menstruation irregular, dysmenorrhoea and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstruation irregular, pelvic pain, uterine haemorrhage, the first episode of device expulsion and the second episode of device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results: findings of essure devices within the uterus. Hysterosalpingogram - on (B)(6) 2015: results: fallopian tubes had occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') and multiple episodes of device expulsion ('CT showed findings of essure devices within the uterus', 'essure device weren't in the fallopian tube/ they were identified in the isthmic side of uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy. Previously administered products included for allergy: flagyl and bactrim. Concurrent conditions included hypertension. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced the first episode of device expulsion (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding / abnormal bleeding"), pelvic pain ("pelvic pain"), the second episode of device expulsion ("CT showed findings of essure devices within the uterus"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), menstruation irregular ("irregular periods"), dysmenorrhoea ("painful periods") and female sexual dysfunction ("sexual difficulty"). The patient was treated with surgery (total laparoscopic hysterectomy, salpingectomies, dilatation and curettage and endometrial novasure ablation). Essure was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding, pelvic pain, the last episode of device expulsion, fatigue, menstruation irregular, dysmenorrhoea and female sexual dysfunction outcome was unknown and the abnormal uterine bleeding, abdominal pain and dyspareunia had not resolved. The reporter considered abdominal pain, abnormal uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, menstruation irregular, pelvic pain, the first episode of device expulsion and the second episode of device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results: findings of essure devices within the uterus. Hysterosalpingogram - on (B)(6) 2015: results: fallopian tubes had occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: medical record received. Reporters, concomitant drug, essure removal date and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device weren't in the fallopian tube/ they were identified in the isthmic side of uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding / abnormal bleeding"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), device expulsion ("CT showed findings of essure devices within the uterus"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), menstruation irregular ("irregular periods"), dysmenorrhoea ("painful periods") and female sexual dysfunction ("sexual difficulty"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, menorrhagia, device expulsion, fatigue, menstruation irregular, dysmenorrhoea and female sexual dysfunction outcome was unknown and the uterine haemorrhage, abdominal pain and dyspareunia had not resolved. The reporter considered abdominal pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstruation irregular, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results: findings of essure devices within the uterus. Hysterosalpingogram - on (B)(6) 2015: results: fallopian tubes had occluded. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Event "essure device weren't in the fallopian tube/ they were identified in the isthmic side of uterus" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.